Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalised with dyspnea at the slightest effort and heart failure. Atrioventricular desynchronisation was noted and the leadless implantable pulse generator (ipg) exhibited defected detection of atrial mechanical activity. The ipg was reprogrammed and symptoms resolved. The ipg remains in. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.